Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. This event may have resulted in an aro (accidental radiation occurrence). No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in an accidental radiation occurrence.